Event description:
It was reported that two cadd extension sets have been leaking by the "bubble catcher". The reporter stated the patient wasn't aware at first until they noticed leaking on themselves so they were not sure how long it had been leaking for. The event occurred during patient use. No adverse patient effects were reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.